Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stricture was encountered during ureteral stone surgery using a ureteroscopic balloon dilation catheter, which was unpacked with the pressurized pump found to be broken. The procedure was completed with a replacement set of balloons.

Event description:
It was reported that the ureteral stricture was encountered during ureteral stone surgery using a ureteroscopic balloon dilation catheter, which was unpacked with the pressurized pump found to be broken. The procedure was completed with a replacement set of balloons.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual inspection of the device revealed that the right clamp was still attached to the left clamp in both screws, however it was fractured along its entire length. The lower portion is shifted off-position and wedged diagonally against the housing, indicating extreme pressure was applied when the clamp snapped in half. Functional evaluation noted functional testing per wi 91639 could not be performed, as the device was not able to hold liquid without it leaking out through the cracked right clamp opening. Also received 2 photo samples. First photo sample shows top view of outer product packaging. Second photo sample shows side profile of balloon dilation catheter and eagle inflation device. The potential failure mode is product damaged upon arrival. The potential root cause is inappropriate package design. No actions can be taken at this time since a root cause was not identified. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.